Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 310 (mg/dl). Reportedly, the customer is currently experiencing an unspecified illness and recently started new medications. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer changed their infusion site and administered a correction bolus to treat their bg level.